Event description:
The information received stated that an infusion of syntocin being delivered at 6ml/hr via an ivac 598 pump was stopped 3-4 mins after commencing, as the pt developed uterine hypertonia. The infusion was stopped, and the pt treated with albutamol and natispray. Three hours later, the nurse went to restart the infusion at 6ml/hr and noticed that the flow in the drip chamber was much faster than expected for a rate of 6 ml/hr. There is no indication that any additional treatment was received as a result of this. No additional information was available. The pump has been requested for investigation, but not yet received to date.

Manufacturer narrative:
Manufacturer's report date: 05/06/09. Pt information requested, and all available information is included. This report was filed by the manufacturer.